Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit provided a low audio. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for failure investigation. If add'l info is made available, a supplemental report will be submitted.